Event description:
It was reported that the centrimag motor would not connect to the console. An m2 alarm was present. There was a motor disconnected error and the site thought the cable was bad. The motor was removed from service, and a loaner was requested as soon as possible. There were no patients involved as this was going to be used as a back-up system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of m2 alarm was confirmed. The centrimag motor (serial number: (B)(6) was tested at service depot. The motor was connected to a mock loop and a ¿motor disconnect: m2¿ alarm became active. The motor is unable to be repaired and was shipped to product performance engineering (ppe) for further analysis. Further testing was performed by ppe. The centrimag motor was connected to a test console, test centrimag monitor and mock loop. Upon powering on the unit, a ¿motor disconnect: m2¿ alarm became active. The resistance of the underlying wires of the motor were measured, and an open loop was found on the a1+/- wire (input/output current of drive phase a1). Upon manipulation of the cable near the proximal motor bend relief the resistance fluctuated. The proximal motor bend relief was removed, and the outer jacket was stripped which revealed a severed green wire. This wire corresponds to the input current of drive phase a1. No further testing was performed. The root cause for reported event was due to conductor breakdown within the motor cable. A corrective and preventive action was implemented to address wire fatigue of the motor cable through a re-design of the motor cable. During the investigation it was determined that the returned motor cable has wire fatigue, and the motor was manufactured prior to the implementation. The 2nd generation centrimag system operating manual section 9.5 entitled ¿motor visual inspection¿ states the cable that connects the centrimag motor to the centrimag console has been designed and tested to withstand five years use. Product tracking revealed the centrimag motor (serial number: (B)(6) to have been in use for ~12 years. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m2 alarms. The 2nd generation centrimag system operating manual section 9.5 entitled ¿motor visual inspection¿ states the cable that connects the centrimag motor to the centrimag console has been designed and tested to withstand five years use. No further information was provided. The manufacturer is closing the file on this event.